Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 22089547. D4. Medical device expiration date: 31-aug-2027. H4. Device manufacture date: 31-aug-2022. D4. Medical device lot #: 22079072. D4. Medical device expiration date: 05-jul-2027. H4. Device manufacture date: 04-jul-2022. D4. Medical device lot #: 23029082. D4. Medical device expiration date: unknown. H4. Device manufacture date: 03-feb-2023. D4. Medical device lot #: 23029080. D4. Medical device expiration date: unknown. H4. Device manufacture date: 03-feb-2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector end cap was missing/other. The following information was provided by the initial reporter with the verbatim: from a customer stating 2 ea of extension set mp5303-c has a blue cap on one end and a white cap on the other end. Normally, the extension set has two blue caps. No injury was reported, but the incident has resulted in the tubing of extension set mp5303-c being ripped due to the white cap being too tight.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector end cap was missing/other. The following information was provided by the initial reporter with the verbatim: from a customer stating 2 ea of extension set mp5303-c has a blue cap on one end and a white cap on the other end. Normally, the extension set has two blue caps. No injury was reported, but the incident has resulted in the tubing of extension set mp5303-c being ripped due to the white cap being too tight.

Manufacturer narrative:
H6: investigation summary: two photos of mp5303-c were received for quality investigation. The customer complaint of other - defective component was not verified based on the evaluation of the photos received. The photos provided by the customer show that the extension sets have different male luer connectors. Although the male luer connectors are different, both of the luer used in the extension set are allowed connectors in the mp5303-c design. The complaint of the safety cap being too tight on the male luer, causing damage to the extension set, could not be verified with the photos provided. A device history record review for model mp5303-c lot number 23029080 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. No root cause was determined because a failure was not identified.